Event description:
Pt's family member called alleging that pt's meter gives them inaccurate readings. Family member reported blood glucose results of 5.0mmol/l and 11.0mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodlogy, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Family member also reported that pt's meter powers off during use. Customer service was unable to resolve the issue and sent pt a new meter.